Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in a (B)(6) female patient who had essure (batch no. A47947) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on 1-feb-2014. The patient's medical history included uterine dilation and curettage (twice) in 2008, multi gravida, parity 4 ((B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012.), genital warts, abortion spontaneous (3 before jan2013), pregnancy and umbilical hernia repair. Previously administered products included for an unreported indication: zoloft. Concurrent conditions included glucose-6-phosphate dehydrogenase deficiency, post-traumatic stress disorder, depression and anxiety. Concomitant products included hydrocodone bitartrate;paracetamol (norco) and ibuprofen for pain as well as ascorbic acid;cyanocobalamin;docusate sodium;folic acid;iron pentacarbonyl (ferraplus), diazepam (valium), folic acid since 2018, iron, ketorolac, medroxyprogesterone acetate (depo-provera), metronidazole (flagyl) and nifedipine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menometrorrhagia ("abnormal bleeding (vaginal / menorrhagia): heavy bleeding during menses as well as in between") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 days after insertion of essure. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abortion spontaneous (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), urinary tract infection ("recurrent uti") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced gastrointestinal disorder ("bowel issues"). On (B)(6) 2018, the patient experienced pelvic pain ("pain sharp stabbing pain in left side"). The patient was treated with surgery (procedure used to remove essure: bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and gastrointestinal disorder outcome was unknown and the menometrorrhagia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, dyspareunia, gastrointestinal disorder, menometrorrhagia, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight (B)(6). The essure procedure was performed per protocol trailing coils: left 4 right 3. Discrepancy noted: have you had your essure (or any part of the device) removed? No-as reported in pfs. Same document states essure was removed by bilateral salpingectomy on (B)(6) 2019: date of leave: from (B)(6) 2019 to about (B)(6) 2019 it was the recovery time after the removal of my tubes. Right after the essure was removed, my periods got shorter and lighter. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Pregnancy test urine on (B)(6) 2013: urine hcg-negative. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received - previously reported event injury was replaced by more specific events: pelvic inflammatory disease, pregnancy (stillbirth or miscarriage), miscarriage, device ineffective, pain sharp stabbing pain in left side, abnormal bleeding (vaginal, menorrhagia), heavy bleeding during menses as well as in between menses, recurrent uti, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain and bowel issues. Product information lot number (a47947), indication, date of essure insertion and removal were added. Patient information date of birth and weight were added. New reporter, medical history, lab data and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in a 23-year-old female patient who had essure (batch no. A47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2014. The patient's medical history included uterine dilation and curettage (twice) in 2008, multi gravida, parity 4 ((B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012.), genital warts, abortion spontaneous (3 before (B)(6) 2013), pregnancy and umbilical hernia repair. Previously administered products included for an unreported indication: zoloft. Concurrent conditions included glucose-6-phosphate dehydrogenase deficiency, post-traumatic stress disorder, depression and anxiety. Concomitant products included hydrocodone bitartrate;paracetamol (norco) and ibuprofen for pain as well as ascorbic acid;cyanocobalamin;docusate sodium;folic acid;iron pentacarbonyl (ferraplus), diazepam (valium), folic acid since 2018, iron, ketorolac, medroxyprogesterone acetate (depo-provera), metronidazole (flagyl) and nifedipine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menometrorrhagia ("abnormal bleeding (vaginal / menorrhagia): heavy bleeding during menses as well as in between") and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 days after insertion of essure. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abortion spontaneous (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), urinary tract infection ("recurrent uti") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced gastrointestinal disorder ("bowel issues"). On (B)(6) 2018, the patient experienced pelvic pain ("pain sharp stabbing pain in left side"). The patient was treated with surgery (procedure used to remove essure : bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and gastrointestinal disorder outcome was unknown and the menometrorrhagia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, dyspareunia, gastrointestinal disorder, menometrorrhagia, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 200 lbs. The essure procedure was performed per protocol trailing coils: left 4 right 3. Discrepancy noted - have you had your essure (or any part of the device) removed? No-as reported in pfs. Same document states essure was removed by bilateral salpingectomy on (B)(6) 2019: date of leave: from (B)(6) 2019 to about (B)(6) 2019 it was the recovery time after the removal of my tubes. Right after the essure was removed, my periods got shorter and lighter. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Pregnancy test urine - on (B)(6) 2013: urine hcg-negative.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.